Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the hospital with presyncopal complaints of lightheadedness. Upon interrogation, the ventricular lead exhibited noise. The lead was capped and replaced.